Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high; the exact value was not reported. The supplies to the pump were changed. The high bg level was attempted to be addressed with a bolus via the pump and insulin injections. The customer was admitted to the hospital on (B)(6) 2015 (approximate date) for the high bg level and seizures. The customer was treated with an insulin drip and was discharged approximately 8 days later. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.